Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a new bag of fentanyl completed in 3.5 hours, which was much sooner than expected. Despite several attempts, there are no further details regarding this event, and no patient harm reported.

Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.